Event description:
Published case report of patient with a difficult airway. In a review of previous general anesthetics for this patient, use of the lma proseal was described. Patient developed airway obstruction, difficulty in ventilating, regurgitation and aspiration with oxygen desaturation. The lma was removed and fiberoptic intubation was performed. The patient recovered.